Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that chair presently has an itpct18 back and the hardware keeps breaking.